Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "light source weak" (inadequate lighting); "lack of aspiration from the extrusion line" (aspiration issue). A customer reported the light source was weak, noting it to be about half the strength it usually is. The customer also noted there was a lack of aspiration from the extrusion line. The vitrectomy probe was used for aspiration. The case was completed with no pt impact. The system has been used since this incident with no issues.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. No errors were found in the event log and no parts were replaced. The system was tested and met all product specifications. (B)(4).